Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect pt. Occupation: non-healthcare professional. Catalog number and lot number are unknown, however, the alleged celect pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect pt inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6 investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, however, the alleged celect-pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on 14may2018 via the right common femoral vein. Per CT report, "filter position: below the level of the renal veins." :filter penetration: yes." "Impressions: the anterior strut penetrates 8 mm through the ivc wall. Sagittal image 59. The left strut penetrates 7 mm through the ivc wall. Coronal image 51. The posterior strut penetrates 6 mm through the ivc wall. Sagittal image 59. The right strut penetrates 6 mm through the ivc wall. Coronal image 51."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, pain, swelling, anxiety, depression, physical limitations. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, pain, swelling, anxiety, depression, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, swelling, anxiety, depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018. Patient is alleging vena cava perforation, pain on the right leg all the time, and swelling most of the times. The patient further alleges "pain and swelling of leg, all the way to toes." The patient is limited or can no longer engage in "walking long distance, riding bike, treadmill" per computed tomography report, "there is a retrievable ivc filter is seen on axial images..." "This is positioned at the l2-3 through l4 levels. It is seated centrally within the lumen of the ivc with the retrievable hook of the filter oriented in the long axis of the ivc without evidence of angulation. The legs of the filter appear to extend through the ivc wall into the adjacent soft tissues but there is no evidence for penetration of adjacent vascular structures or bowel. There is no fracture or fragmentation of the filter."